Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pts experience was incontinence and anterior prolapse.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mixed incontinence, frequency, recurrent stress urinary incontinence, leakage and grade 3 anterior prolapse. A revision of the mesh, cystoscopy and anterior repair with sacrospinous ligament fixation were performed.